Manufacturer narrative:
The balloon catheter afapro28 with lot number 19878 was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. The returned catheter passed the compatibility test with a test sheath under the vacuum. Smart chip verification indicated the catheter was used for nine injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. Dissection/pressure testing did not show any leaks or traces of liquid/blood inside the catheter. In conclusion, the reported air ingress was not confirmed through testing. The balloon catheter did not fail the returned product inspection due to the air ingress. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred when the balloon catheter was inserted into the sheath. The case was completed with cryo. No patient complications have been reported as a result of this event.